Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an individual using ilet with a dexcom g7 experienced a brief lapse in cgm readings, after which glucose values resumed and were elevated at 225 mg/dl trending down to 215 mg/dl, and subsequently returned to range later the same day; troubleshooting and education were provided during the call. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine self-management, and no hospitalization. Investigation included review of available device data and user-reported information. Investigation of this case revealed that the device resumed cgm communication without hardware intervention and functioned as intended following the transient lapse, with no device component malfunction identified and no adverse system alarm behavior beyond reported readings. It was concluded, based on previously established findings for similar reports, that the cause was unclear.